Event description:
Pt was being upgraded to an evia dr-t from a philos ii sr. Per local rep. "The lead was broken. They tried to remove it, but it wasn't coming out easily, so they just capped it and put in a new lead."

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.